Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose reading was unknown. The customer stated that the pump turned off itself without alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted. Power loss alarms and low battery alarms confirmed in the formatted history file due to connector resistance issues. After disconnecting and reconnecting the internal battery connector at printed circuit board, the device was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error noted during testing or in the history file. Device had minor scratched display window, damaged (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.